Manufacturer narrative:
The device was not returned. The implant was placed inaccurately; however, based on the provided information, there is no discrete evidence to support the device undergoing a malfunction. Possible factors that may have contributed to this issue could be drill tip deflecting off yomilink. No additional patient injury was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during dental implant procedure with the neocis guidance system (ngs) surgeon removed yomilink after drilling and subsequently placed implant by hand. Implant did not have initial stability surgeon opted to remove implant and graft site. No additional patient injury was reported as a result of this event.